Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise which resulted to inappropriate mode switch episodes. No intervention was performed and will continue to be monitored. The patient was in stable condition.